Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to elevated intraocular pressure and high myopia. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. (No conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a person from the doctor`s office, icl was explanted on the same surgery date to address "elevated intraocular pressure and high myopia". It is unknown if another icl was implanted as a replacement. No other information, including the iop value before explantation , was received despite multiple attempts. Many other factors can cause/contribute to the elevation of iop intraoperatively, one example is retained viscoelastic. The device causality remains unknown. The reassessment will be performed when(if) additional information is received. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).